Event description:
Pt admitted to facility for an orthopedic problem. The medical history of the pt included glaucoma and diabetes. The pharmacy received several medication orders for glaucoma and diabetes including one for "glucose control solution 1 drop to left eye bid" written by the orthopedic physician assistant. When the pharmacist questioned the prescriber they were told "that's what the pt says they use" so the pharmacist asked the pt who, indeed did confirm they were instilling the drops in eye per eye dr's instructions. When the eye dr was contacted it was determined that the correct medication was supposed to be timolol 0.5%. Both products, glucose control solution by precision and generic as well as brand name timolol ophthalmic solution, are small dropper bottles with yellow caps and small black lettering. This elderly diabetic pt with poor eyesight confused the timolol with the glucose control solution.